Event description:
It was reported that catheter break occurred. While an opticross imaging catheter was tracking over a 0.14 wire, the catheter bent and broke. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located on the non-tortuous, 65% calcified popliteal artery. It was noted that the device component was completely removed from the patient's body by placing a wire over the wire. No other intervention was done. The patient's condition remained stable.

Event description:
It was reported that catheter break occurred. While an opticross imaging catheter was tracking over a 0.14 wire, the catheter bent and broke. The procedure was completed with another of the same device. No patient complications were reported.